Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was injured when the dermatome latched onto the patient's skin and did not work properly. The patient had to receive sutures. The event occurred during surgery. An additional unplanned graft had to be taken from another device. There was a delay of 1 hour. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 5, 2018, it was reported that the patient was injured when the dermatome latched onto the patient's skin and did not work properly. The patient had to receive sutures. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a 1" width plate, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 4, 2012 where it was reported that the device was sent in with no reason given and the damaged head, damaged control bar, hand piece assembly, motor, swivel, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, poppet assembly, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on december 19, 2018 revealed that the device had a damaged control bar. The head and thickness control lever were loose which could cause the thickness to vary. The motor speed was within specifications. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The customer hose and 2"/3"/4" width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on december 19, 2018 which included replacement of the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device had a damaged control bar. The head and thickness control lever were loose which could cause the thickness to vary. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device had a damaged control bar. The head and thickness control lever were loose which could cause the thickness to vary. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information.